Event description:
A customer reported they obtained imprecise sequential readings on their precision xtra meter. The customer reported they obtained readings of 43 mg/dl, 41 mg/dl, 302 mg/dl and 123 mg/dl within a 10 minute timeframe. When plotted on a parkes error grid the results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned and an investigation did not confirm the complaint. No new issues were observed, all results were within range specification, the standard deviation was within specification and no errors were observed during control solution testing.